Event description:
It was reported that a continu-flo solution set was leaking. The leak was further described as, ¿evidence of leakage in the connection of the line to the equipment chamber¿. This was observed during use, when inserting the set into the unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. H10: the device was received for evaluation. A visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.